Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2022 that an accumaxtm single use holmium laser fiber was used in a cystoscopy, left retrograde pyelogram, left ureteroscopy, holmium laser ablation left stone with basket stone extraction, and left ureteral stent procedure performed on (B)(6) 2022. The laser unit used was a lumenis pulse 100 watt holmium laser with laser settings of 1.4 joules with a total of 5 kilojoules. During procedure, the laser fiber broke while in use. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: medical device code a0401 captures the reportable event of fiber break. Block h10: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Block h11: block e4 and g3: medwatch number is mw5108163.

Event description:
It was reported to boston scientific corporation on april 11, 2022 that an accumaxtm single use holmium laser fiber was used in a cystoscopy, left retrograde pyelogram, left ureteroscopy, holmium laser ablation left stone with basket stone extraction, and left ureteral stent procedure performed on (B)(6), 2022. The laser unit used was a lumenis pulse 100 watt holmium laser with laser settings of 1.4 joules with a total of 5 kilojoules. During procedure, the laser fiber broke while in use. The procedure was completed with a different device. There were no patient complications reported as a result of this event.